Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during use with a kaguya set. This occurred during the 3/4 night time cycle of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.